Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was seen for a 4 month post-activation follow-up at which affected channels were seen. The user will undergo a revision surgery, however, no date has been set yet.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The user will not undergo a revision surgery due to device unrelated medical concerns. The device will likely remain implanted. This is a final report.

Event description:
The user was seen for a 4 month post-activation follow-up at which affected channels were seen. The user will not undergo a revision surgery due to medical concerns related to progressing mitochondrial disease and risk of anesthesia.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for a 4 month post-activation follow-up. During this session there were affected channels observed with in situ testing.